Event description:
On 01/12/2022, it was reported by a sales representative via (B)(4) that a ar-3210-0040 nanoscope handpiece is giving a off a "device not recognized" message upon being plugged in the device is brand new. The console was restarted and issue persists. A new handpiece was opened and it worked fine. This was discovered during an unknown time. And no patient was effected.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to an eeprom failure.